Event description:
It was reported this was an arteriotomy closure of a common femoral artery using the pre-close technique via a 8f sheath prior to an abdominal aortic aneurysm repair (aaa) procedure. Reportedly, the sutures of two prostyle devices were successfully pre-placed. However, the physician stated on both devices, the foot plate was unable to fully close. Although unable to fully close, the foot closed enough to where the device was able to be removed from the anatomy without causing damage. A small amount of resistance was felt when removing the devices from the anatomy. The sheath was upsized to a large-bore sheath and the procedure was completed. Hemostasis was achieved via the pre-placed prostyle sutures. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
A visual inspection, functional testing, dimensional analysis was performed on the returned device. The difficult to open or close was not confirmed. The difficult to remove is related to case conditions and cannot be replicated in a lab environment. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Testing of sterile devices returned passed with no anomalies observed. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported issue appears to be related to circumstances of the procedure. In this case, it is likely tissue interaction with the foot inhibited closure. The additional device referenced in b5 is being filed under a separate medwatch report.